Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient is on blood thinners and has thin, sensitive skin. Patient described the area as open bleeding wound with bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician put a bandage on the wound. Follow up indicated that the skin irritation improved.